Manufacturer narrative:
Device evaluation: manufacturer's service technician was able to duplicate the reported occurrence of check vent: "35 v supply failed¿. Resolution and disposition: motor controller pcba (printed circuit board) was determined to be the cause, so it was replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit displayed occurrence of check vent: 35 v supply failed&#56224; unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Device evaluation & resolution and disposition; device evaluation: motor controller (mc) board was received at the vent manufacturing facility for evaluation. Visual inspection of the mc pcba revealed no evidence of damage or contamination. Mc pcba was installed in the test ventilator in an attempt to duplicate the reported problem. The test ventilator did not power up from ac and delivered breaths. Test ventilator displayed "35v supply failed". Pm board was removed from test vent. Further evaluation identified resistor r25 was open. R25 was replaced on the returned mc board. Resolution and disposition: mc board was re-installed in the test ventilator. This time the test vent powered up and delivered breaths. No messages or errors were displayed/generated. The root cause for the customer's report of check vent: "35 v supply failed¿ was due to an open resistor (r25) on the board.